Event description:
Rptr with recurrent fibrocystic disease had all breast tissue removed following a questionable breast biopsy. Reconstruction was done with silicone gel implants. In 1982, contact lenses (made of silicone) began to dry out, causing constant irritation. Frequent cardiac arrythmias, extreme tension and pain in the neck and shouders began. The neck and shoulder pain worsened over the next two years. Rptr began to have "panic attacks" and the pain spread into the upper back along spine and between shoulder blades. She noticed problems with her memory. She developed joint pain, muscle spasms, numbness and tingling of upper and lower extremities and visual changes. Rptr was diagnosed with nerve damage and peripheral neuropathy. Left implant was ruptured. Right implant was leaking. Also reports pain and disfigurement. Since removal of implants, symptoms have developed including gastrointestinal problems with abdominal bloating, degenerative changes of spine, silicone in liver. (*)